Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain one) alarm was identified in the log. The alarm occurred on (B)(6) 2013 07:36:23 during the night drain cycle one. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause of the reported issue cannot be determined from the available information. Should additional relevant information become available, a supplemental report will be submitted.